Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was transported by ambulance. In the ambulance, the patient was treated for cardiopulmonary arrest (cpa). The patient's device was checked, and it was observed that a ventricular tachycardia (vt) episode accelerated to a very fine ventricular fibrillation (vf). It was noted that the rhythm was very difficult for the rv lead to sense due to the patient's poor cardiac function. It was further noted that the right ventricular (rv) lead exhibited undersensing during the vf which resulted in the cardiac resynchronization therapy defibrillator (crt-d) withholding treatment. The patient is now deceased.